Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged leading to loss of capture (loc). The device was reprogrammed to voo. There were no adverse patient effects reported. The lead remains in service.